Event description:
Medtronic received information that after an unknown timeframe, a transcatheter aortic valve was placed valve in valve inside this failed surgical aortic valve. The reason for failure was not reported. It was reported that the patient was on an left ventricular assist device (lvad). No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).